Manufacturer narrative:
(B)(4). D10: ringloc bi-polar 28x45mm. Item: 11-165214. Lot: 67269003. Femoral stem cementless collared standard offset 12/14 taper size 3. Item: 574201030. Lot: 3238708. H6: proposed component code: mechanical (g04) - head. Visual examination of the returned product identified the head shows indentations and gouges to the rim edge. Taper hole and spherical surface have scratches from use. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip fracture treated with bipolar hip arthroplasty shows superior dislocation of the entire bipolar hip arthroplasty system by day 9 postop reportedly due to patient fall. A definitive root cause cannot be determined. It was reported the patient had a fall; however, the cause of the fall is not known. It is unknown if the devices caused or contributed to the reported dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient fell and underwent a closed reduction due to a dislocated hip. During the closed reduction, the biomet bipolar shell and liner disassociated. Subsequently, the patient was revised approximately 10 days post implantation. Patient has dementia leading to falling after initial surgery. Soft tissue injury of the right hip. No additional information is available for the reported event.